Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
Additional information was provided by the customer. The discrepant results were detected by the operator and re-analyzed before the results were transmitted by the laboratory to be viewed by the ward staff. The customer stated the results should not have been able to cause an adverse event.

Event description:
The customer alleged they received questionable calcium and phosphorus results on their p-module. The customer provided data for three patients. Two of the patient had discrepant results where information on whether the discrepant results were reported outside the laboratory was requested but not provided. Both patient samples were processed by the customer's modular pre analytics device. The first patient's initial phosphorus result was 4.497. The repeat result was 1.203. The units of measure were requested but not provided. The second patient's initial calcium result was 2.478 mmol/l. The repeat result was 0.503 mmol/l. Information on whether the patients were adversely affected was requested but not provided. The calcium reagent lot number was 670035. The expiration date was requested but not provided. The phosphorus reagent lot number and expiration date were requested but not provided. The field service representative went on site. He checked the stirrer paddles and they were ok. The gear pump pressure was ok. He re-tubed the laundry system and set the levels. He changed the sample and reagent probes. He found that the r1 liquid level detection printed circuit board was blown.